Manufacturer narrative:
Examination was not possible as the products were not returned. The investigation was limited to the info provided. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
The patient with chs complained of pain. After removal of the implants, they were found to be affected by severe metalosis.